Event description:
A report was received that the patient had difficulty charging. It was believed that a lightning may have indirectly struck the device. The patient underwent an ipg replacement.

Event description:
A report was received that the patient had difficulty charging. It was believed that a lightning may have indirectly struck the device. The patient underwent an ipg replacement.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not confirmed. A known good charger was able to couple with the ipg without any difficulty. Device exhibited normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization was reduced, charging could lengthen considerably. The battery was depleting its charge at a rate that was within the typical ipg battery depletion rate. The complaint of inconsistent stimulation was not confirmed. Device passed all the required tests, and no anomalies were identified.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional information was received that the patient was reportedly doing well postoperatively. There was a possible device malfunction suspected, but it was not sure yet because the patient was struck by lightning.

Event description:
A report was received that the patient had difficulty charging. It was believed that a lightning may have indirectly struck the device. The patient underwent an ipg replacement.